Manufacturer narrative:
Product analysis # (B)(4) 12:37:21 cdt (B)(6) product analysis task update. Workordername: (B)(4); analysis summary text: demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: pass software p/f: pass status: completed does the system perform as intended? Yes. Was stealth autoguide involved? No. Were hardware parts replaced? No. Shoulder type: type 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a cranial resection procedure was performed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no fault found. The system was performing as intended. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial procedure. It was reported that the site encountered a challenging case involving a patient in suspension, where they faced significant difficulty registering the patient. Initially, they managed to complete the registration using fiducials; however, the accuracy was limited to 3mm. In an effort to improve this, the site attempted additional tracing but was unable to filter out the noise. Despite multiple tracing attempts, they were unable to achieve the target registration accuracy of 0.5mm. There was half an hour delay, and there was no patient impact. The use of navigation was not aborted, and the procedure was able to be completed despite the reported incident.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior since the logs and archives were not available. Previously reported codes b01, c19, and code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.